Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00462. It was reported approximately six months ago the patient suffered a fall and stimulation changed and there is a knot over the midline incision. In addition, the patient is no longer receiving stimulation to his right side. Lead diagnostics revealed multiple high impedances. Follow up information identified x-rays were taken and showed no anomalies. Surgical intervention may be pending to address this issue. Exact date of event is unknown.